Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with a syringe of juvéderm® ultra xc. The next day, patient experienced a ¿small bruise¿ and the following day ¿increased pain with small bruise¿ in the lip area. Hcp also reported ¿patient sent in a picture and the skin was dusky¿ and "showed some skin ischemia" and was called back into the office for possible vascular occlusion that day where patient was treated with hylenex, which established blood flow. Patient was prescribed aspirin. The next day, patient was again treated with hylenex and doxy. The following day, patient was treated with viagra and medihoney, and another injection of hylenex the next day. Patient was also treated with bacitracin ointment on an unknown date as they could not tolerate the medihoney. It was noted the event had greatly improved five days after injection, but has still not fully resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with a syringe of juvéderm® ultra xc. The next day, patient experienced a ¿small bruise¿ and the following day ¿increased pain with small bruise¿ in the lip area. Hcp also reported ¿patient sent in a picture and the skin was dusky¿ and "showed some skin ischemia" and was called back into the office for possible vascular occlusion that day where patient was treated with hylenex, which established blood flow. Patient was prescribed aspirin. The next day, patient was again treated with hylenex and doxy. The following day, patient was treated with viagra and medihoney, and another injection of hylenex the next day. Patient was also treated with bacitracin ointment on an unknown date as they could not tolerate the medihoney. It was noted the event had greatly improved five days after injection, but has still not fully resolved.